Event description:
A valiant navion stent graft was implanted in an unknown endovascular procedure . Just under three years later a ia endoleak with aortic enlargement was diagnosed. Intervention was performed one month later. No additional information regarding the intervention was provided. The impact to the patient is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.